Event description:
It was reported to covidien on 04/15/2010 that a customer had an issue with a scd compression sleeve. The customer reports that a total hip arthroplasty patient developed a blister. The blister was immediately above the proximal end of the sleeve on the thigh.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.